Event description:
Pt presented with two 90 degree angles in the proximal aorta and a 7 cm aneurysm; had successful implant of a bifurcated device and proximal cuff in 2007. There was good seal at the end of the procedure. The pt was lost to f/u. Approx a yr later, pt presented with back pain. CT revealed that the aneurysm had shrunk to about 5-6 cm, however, there seemed to be some remodeling and the cuff had migrated proximally, making the most proximal angle (just below the renals) worse. Pt was brought back in 2008 to place another proximal cuff. Pt is doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The device met specs prior to release. Due to lack of info, no conclusion can be drawn at this time.